Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause of the reported wear and osteolysis could not be determined, it would not be unreasonable to expect some wear after approximately 10 years of implantation. Based on the investigation the need for corrective action was not indicated. The polyethylene product codes are obsolete items. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Patient was revised to address poly wear, osteolysis, loosening of all components, and a broken locking mechanism.